Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering dept with an unsigned note that stated, "pump does not beep at all when empty." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects while the device was in clinical use. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.